Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturing report number: 3006705815-2020-00452. It was reported that one of the patient's leads migrated. The patient underwent surgical intervention wherein both of the patient's leads were explanted and replaced. Therapy was restored post-operatively. It is unknown which lead migrated, therefore both are being reported.